Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the new one had stopped hitting the targeted areas. In addition, there was shooting pain in the lower and mid-back. As a result, the patient was worried that the new leads had migrated. The patient needed help finding a doctor to treat them if the wires had migrated and who could monitor the device. The patient had called one doctor, but had issues with the doctor accepting their insurance. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not received paresthesia to her left leg since she fell about a month prior to (B)(6) 2015. There was a lead/extension issue-lead migration. There was stimulation in the wrong location. Programming was unable to restore the appropriate stimulation-only feeling it in her left side and hip. According to the physician, the patient was not using stimulation even prior to the fall because her pain was controlled with medication, so he was going to explant the system. It was noted, "future explant patient 'm.s.'(B)(6)'" symptoms or complications associated with this event included less than 50% therapy relief in the left leg. The event occurred during normal use. The product status was "explanted planned." Diagnostic testing or troubleshooting included impedance testing and reprogramming. The patient's status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.